Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt the moderately tortuous and severely calcified vessel in the left forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres; however, during second inflation at 8 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with the original device. No patient complications nor injuries were reported.